Event description:
A malfunction was reported on a customer's pump, which did not follow any notable events prior to the incident. There was no adverse impact to the customer¿s blood glucose level. The customer initially contacted support for a pump replacement and planned to use multiple daily injections as a backup therapy to maintain insulin delivery, but later found the pump had resumed normal operation before the call ended, so declined further assistance.